Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Service history review: part no.319.10, lot no: xxxxxna: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported documented that during an open reduction internal fixation (orif) on a fracture of the left humeral shaft, the hook at the end of the depth gauge for large screws was pointing in the wrong direction. Another depth gauge was available and used; there was a one minute surgical delay. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported the hook was pointing in the wrong direction; the repair technician reported the shaft was bent. Bent is the reason for repair, but the item is not repairable. The cause of the issue is unknown. The item will be forwarded for further investigation. Product investigation summary: one depth gauge for large screws (part 319.10 / lot unknown) was received. Upon visual examination of the complaint device, it can be seen that the stem portion of the instrument is facing the opposite direction. The hook portion of the stem is supposed to face upwards when looking at the measurements on the depth gauge. In the case of the complaint device, the hook is facing downwards when looking at the measurements. A root cause could not be determined; a possible cause could be the depth gauge had become twisted during its lifespan resulting in the complaint condition. The returned instrument is used in a variety of sets to gauge depth prior to inserting screws ranging from 4.5 mm to 6.5 mm. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A root cause could not be determined; a possible cause could be the depth gauge had become twisted during its lifespan resulting in the complaint condition. No product design issues or discrepancies were observed that may have contributed to the complaint condition. The reported lot number (xxxxxna) is not valid for the reported part. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.